Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4)

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. A gore® introducer sheath with silicone pinch valve (ts2430/7869483) was inserted from the right common iliac artery (rcia) through a conduit. It was reported that a resistance was felt during the advancement of the sheath. The diameter of the rcia was 8.9-11mm. When the sheath was withdrawn from the patient, an injury to the rcia was identified. The physician repaired the damaged vessel with a vascular graft. Transfusion was also performed. The patient tolerated the procedure. The patient was discharged from the hospital in good condition on (B)(6) 2010.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.